Event description:
Customer alleges a siderail failed to latch. Customer stated no patient was in the bed and no injury reported. The cause was a defective latching and was resolved by installing the latch kit.